Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer reported their blood glucose was high from a prescribed medication. The customer has treated their blood glucose with a manual injection. Customer's current blood glucose was 337 mg/dl. The customer stated they were frequently urinating for their blood glucose. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.